Event description:
Additional information was received from the patient. They reported that the cause of the therapy increasing to 0.8 without them changing it was determined. They indicated that it was due to needing to increase protection. No clarification was given as to what steps were taken to resolve the issue but they did confirm the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that after the surgery they were told not to go to the fitness center but to walk every morning and when they came home they would find that they soiled a fecal discharge. The patient asked if they needed to increase their stimulation as they had not seen improvement since implant and had not felt the stimulation either. Reviewed therapy information and general programming guidance. The patient said their manufacturer rep mentioned they set the setting low after implant so they increased it from 0.5 to 0.7 three days ago. During the call, the patient said they didn't touch the screen and it went up to 0.8. During the call patient was able to connect to their settings and decided to increase the stimulation to 1.3. The patient confirmed the stimulation was comfortable. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.